Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was found to have reached eol (end-of-life). It was further reported that the patient was lost to follow-up since june 2002.